Manufacturer narrative:
H10: h3, h6: an evaluation was performed by the supplier and could confirm the customer complaint for the device has negative lens damage. A visual inspection was performed and showed the scope to have distal tip and fiber damage, a scratched negative lens and a broken lens. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during an unknown procedure the device has the negative lens damaged. No patient injury reported. The procedure was completed with a competitor device.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the device has the negative lens damaged. No patient injury reported.